Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had pain at the ins site. Surgical intervention was required. A new pocket was created for the battery as the ins was previously turning on its side and would be painful for the patient. The battery connection was all good during the impedance check and showed electrode one and nine as "avoid" 630 ohms. They were still able to program around these electrodes and provide therapy for the patient. This was discussed with the physician and it was not worth replacing the leads at this time.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that rep had a meeting with patient (pt), and pt stated that they had been having some pain around the ins, as they feel like it is moving around. Rep felt the ins and it felt like the leads were on the superior side of the battery instead of being under it. Pt spouse said that it was sticking out the other day and when they pushed on it, it felt like it may have flipped over, but this has happened several times. Pt has been having some pain with the area, and stopped using the stimulator a couple months ago as it was sore at the battery site. Troubleshooting was performed, rep checked impedances and high impedances were found at 0 <(>&<)> 8. Neither electrode was involved with pt programming when they arrived. Pt did state that it does help with their pain in their shoulders and hands, but has been told they may have another disc issue in their neck that may be attributing to their increased pain.  The cause of the issue was unknown. Rep spoke with patient regarding the ins moving, that they should follow up with a surgeon to see if they felt a pocket revision was necessary. Field rep reported they would follow-up with any new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.